Manufacturer narrative:
Concomitant medical products: product ID: 8780, serial (B)(4), implanted: (B)(6) 2017, product type: catheter the main component of the system. Other relevant device(s) are: product ID: 8780, serial/lot (B)(4), ubd: 23-sep-2018, (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer with an implantable drug infusion pump indicated for non-malignant pain. The pump contained an unknown brand of morphine with an unknown concentration and dose. It was reported the patient stated the incision on her back had developed a lump, and she needed a health care provider (hcp) to take a look at it. There was no out-of-box failure reported. The issue started ¿about a week ago¿ according to the patient. The patient did not have an hcp. No further patient complications were reported. Additional information received from the consumer reported the patient was having tons of pain. The patient had a CT scan, and the catheter appeared to be in place. The patient had zero relief. The patient said she had a lump over the catheter site, and the onset of pain started at that time. The pain had been worse and worse. The patient wanted the pump checked to ensure it was still working. The dose of the patient¿s intrathecal morphine was reported to be 0.55 mg/day. Additional information received on 2017-dec-22 from the consumer reported the doctor¿s office called the manufacturer, and there was someone that was supposed to be contacting her. Additional information received on 2017-dec-22 from an hcp reported they were under the impression that the patient was told by the manufacturer that an hcp needed to call in order to have the representative make a home visit and interrogate the patient¿s pump. Additional information received from the consumer reported they had not yet found a new managing physician. No steps were taken to resolve the lump in the patient¿s back. The patient saw a nurse practitioner, and the patient stated she did nothing. The patient stated the lump was not resolved. The lump continued to become large on and off. The patient stated it went down some, then returned. The patient stated she had a bad experience with the health care facility and the manufacturer. The patient stated she initially contacted the manufacturer on 2017-dec-20 about the pain pump and incision on her back that had developed a lump. The patient stated the person show spoke with stated someone from the manufacturer could check the pump, but the patient had to have a request come from a doctor¿s office. The patient was unable to get the doctor¿s office to get a representative out to check the pump. The patient stated she called the manufacturer again on 2017-dec-22 and was told the doctor never called the manufacturer. The patient heard back from a health care provider (hcp) on 2017-dec-22 and was told by the hcp that they did contact the manufacturer. The patient was told to have her pump checked, she had to go into the emergency room or come to the office and have a representative paged. The patient was planning to go into the office on (B)(6) 2017, but then was notified by a nursing supervisor at the office that they didn¿t want the patient to come there. The patient was told the pump was not their specialty, and if there was something wrong, they couldn¿t fix it. The patient had an appointment with a pain management doctor for [(B)(6) 2018]. The patient stated they had countless requi rements that she might or might not meet. The patient stated if she did not meet them, then they would not see the patient. Additional information was received from medwatch. It was reported that the patient had the pump implanted around 2017 or before. The patient noticed a golf ball size lump over the incision in patient's lumbar spine where the catheter was placed. The lump would recede at times but then increased again. At the same time, the patient's leg symptoms and low back symptoms became significantly worse and it was as though the patient had no pain medication. As of february the lump was down significantly and tubing or wires seemed palpable where the lump was. Patient's concomitant medicine included flexeril, percocet, metoprolol, levothyroxine, pantoprazole, phenergan, floricet, maxal t, benadryl, and imodium. Event report type was serious injury and event outcome was reported as disability/permanent damage. No further complications were reported. See mw5076197,